Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, fever, and diarrhea coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. Two days after onset, the patient was treated with vancomycin 1gm intravenous (IV) daily (duration not reported) and meropenem 0.5mg IV daily (duration not reported) for the peritonitis event. Three days after hospitalization started, the patient was discharged from the hospital. Peritoneal dialysis (pd) therapies were ongoing. The patient was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This event of peritonitis was reported in an interventional study titled, "development of intensive pd training program and demonstration of its effect on the outcome of incident pd patients". The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.